Event description:
In (B)(6) 2012, a vari-lase procedure was performed using a bright tip fiber. The case was successful and the follow up appointment one month later showed no signs of complications. Between (B)(6) 2013, the patient's sheath insertion site opened and began to ooze; antibiotics were prescribed as a precautionary measure. In (B)(6) 2013, the patient discovered a small portion (approximately 5mm) of the vari-lase bright tip fiber had worked it's way out the treated leg. A final ultrasound was performed and the patient was reported to be doing well.

Manufacturer narrative:
Device not returned to manufacturer.